Event description:
It was reported that during a device replacement for eri (elective replacement indicator), the lead was damaged and had to be replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.